Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had an oxygen hyperbaric applied to their head post surgery, and this was related to a large squamous sarcoma area which was stitched closed. The patient's spouse indicated that the patient felt dizzy and shortly after arriving home, the patient fell across the bathtub and died of accidental death. The spouse alleged that the device contributed to the patient's death. Follow-up with the clinic indicated that past device checks had shown normal function with the implantable pulse generator (ipg), however no cause of death could be obtained.